Event description:
It was been reported that while on a patient the pump had a continuous "buzzer" and the led's on the display head were blinking continuously. According to biomed, ECG wave is not coming even after replacing ECG cable with new one & connecting cables, found front end board faulty confirmed by cross checking. Additional information received on 07/15/2015: the user immediately replaced the pump with another standby arrow pump. There was no reported delay in therapy. The patient outcome is listed as no harm to patient.

Manufacturer narrative:
(B)(4). Device evaluation: the front end board (feb) was returned for evaluation. Visual inspection of feb was performed and found no obvious damage or defects. The feb in question was installed onto the cpu/fe/fos board test. The feb in question failed testing. The feb failed step 7.4.14.1 when verify r-wave on the oscilloscope is + 1.3vp +/- 200mvp. The feb in question was installed into a known good intra-aortic balloon pump (autocat2w) and performed functional testing. The known good autocat2w with the feb in question installed failed the functional test. All waveforms were missing along with continuous alarm when the pump was powered up. The voltages check was performed and passed. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "ECG waveform missing" is confirmed. The reported problem was reproduced at teleflex (B)(4) during the functional test. The feb failed functional testing. All waveforms were missing along with continuously alarm; however, the cause of feb malfunction is undetermined.

Event description:
It was been reported that while on a patient the pump had a continuous "buzzer" and the led's on the display head were blinking continuously. According to biomed, ECG wave is not coming even after replacing ECG cable with new one & connecting cables, found front end board faulty confirmed by cross checking. Additional information received on 07/15/2015: the user immediately replaced the pump with another standby arrow pump. There was no reported delay in therapy. The patient outcome is listed as no harm to patient.

Manufacturer narrative:
(B)(4).